Event description:
The pt reported lower blood glucose readings with 3 bottles of test strips (2 lot 1l501b and 1 lot 1j508a). Approx 4 months ago, the pt was using a second test strips and obtained atypical blood glucose readings in the 150 mg/dl range. He did not question these results. Also approx 4 months ago, the pt opened the first bottle from the box of first strips, lot 1j508a. He obtained blood glucose readings in the 150 mg/dl range and did not question these results. Approx 3 1/2 months ago, the pt opened the second bottle of test strips from the same box of the first strips and immediately obtained typical blood glucose readings in the 70 mg/dl range. Although he questioned the results, the pt continued to use this bottle of test strips. Approx two weeks ago, the pt discontinued use of the second bottle from lot 1j508a (because he thought the readings were low) and opened the first bottle of test strips from a box of lot 1l501b. Again, he immediately obtained blood readings in the 70 mg/dl range. With the co representative, the pt performed a side by side blood glucose comparison using test strips from the second bottle of lot 1j508a, the first and second bottles of lot 1l501b (the second bottle was opened for the first time with the representative), and a abottle of the second test strips (lot 60978ba, exp 9/098). The pt obtained blood readings of 89, 168, 158, and 191 mg.dl respectively. The pt feels the 191 mg/dl reading obtained with the second test strip is not accurate. The second test strips were opened some time this week. The pt does not have normal control solution. With the representative, the pt obtained a check strip test result of 78 versus a check strip range of 70-94. The pt's meter was set to the appropriate code on all tests. The desiccant is in all the first strip bottles. The pt stores the test strips in the kitchen.